Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a total knee replacement (B)(6) 2017 by a different surgeon at another facility. Patient subsequently had a fall and suffered an infrapatellar fracture. Patient was treated conservatively in a brace. Patient then complained of instability. Patient came for follow up for evaluation. It was determined that patient had instability. Patient was scheduled for revision. Patient was revised from a 9mm insert to a 16. Patient was stable and balanced. Patient has a high bmi, copd and diabetes. Surgeon thought that she had torn her pcl in her fall and created her instability.